Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.144 from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer discovered the harmonic ace instrument blade was cracked. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 24-nov-2021, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The harmonic ace instrument did not collide with any other instruments or tool during the procedure. A fragment from the harmonic ace instrument fell inside the patient and was retrieved during the same procedure. The harmonic ace instrument is available for return to isi for evaluation. No photographic images of the device or a video recording of the procedure are available. On 01-dec-2021, isi performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that the surgical staff retrieved one complete blade from the patients body during the same procedure. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument performed as intended up until the reported event. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.